Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. A pt samples were tested for accu tni in 2008 and results were: an initial sample gave a result of 0.03 ng/ml. An accu tni result of 0.80 ng/ml was obtained from a second specimen. The result was reported out of the lab . The third sample gave a result of 0.03 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc and system check info was not provided. Pre-analytical sample handling info was not supplied. A field service engineer (fse) was not dispatched to the customer's lab as this event was isolated to this one pt's sample. Per customer, specimen number 2 had high fibrinogen levels which they believe is the root cause of this event. No add'l info regarding this event is available, and a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.